Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient underwent mesh revision and anterior repair with pelvisoft graft in (B)(6) 2006.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision and anterior repair with pelvisoft graft on (B)(6) 2006 due stress urinary incontinence and spousal dyspareunia. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2004 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to mesh erosion, excised mesh and implanted another sling on (B)(6) 2010.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, dyspareunia, neuromuscular problems and vaginal scarring.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent removal of mesh on (B)(6) 2010.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.